Event description:
The customer reported to olympus during an esophagogastroduodenoscopy (egd) colonoscopy procedure, the evis exera iii xenon light source shut off randomly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel was damaged, front panel chassis was bent, bottom chassis deformed, rear panel deformed, and the rear foot was bent. A bad scope socket (locking mechanism not protecting the pins) and a non-olympus lamp life meter is reading at 100+hours, light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.